Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an occipital screw broke at the screw head during final fixation. The surgeon reportedly turned the screw by force with much insertion stress. The broken part of the screw was left in the patient¿s body as fixation at the screw hole became ineffective. No reported surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: dimension / material: only the screw head was received for investigation. The threaded/broken off shaft was not available for investigation. Due to the damage, the complaint relevant dimensions could not be checked for dimensional accuracy against the valid manufacturing specifications. The device history record review showed that the device met the specifications at the time of manufacturing and distributing. Lot 7589971 was manufactured in september, 2011 with the correct material parts, according to our specifications. All devices were sold and we are not aware of any quality issues associated with this article and/or lot number. Conclusion: the received occipit-screw ø5 l10 tan broke approximately 1 mm beneath the screw head. The complaint statistic does not show an increased breakage rate of the article in question. The surface of the cross-section shows the typical view of a forced rupture; no anomalies of materials structure are visible. The breakage was likely the result of a mechanical overloading situation. No product related condition was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include: mnh and mni. The complainant part was not fully implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: september 5, 2011. No anomalies were detected during device history record (DHR) review. No non-conformance reports were generated during production. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.